Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported the impella had to be explanted due to severe hemorrhaging at the puncture site. The patient required a total of four units of red blood cells. The patient¿s active clotting time was checked every two hours and was always between 160-200 seconds. According to the physician, the patient benefited massively from the impella. The previous day the patient had 40 minutes of cardiopulmonary resuscitation to achieve return of spontaneous circulation. However, overnight the patient¿s heart was able to regenerate thanks to the impella. No lactate was administered, and the patient survived the event.

Manufacturer narrative:
The investigation for the reported access site bleed has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the access site bleed could not be determined. D4-corrected UDI number.